Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to pain.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(it was reported that a patient had an initial left total knee arthroplasty on 2008. Subsequently, experienced pain and recurrent effusions since the initial surgery. On 2009, the patient underwent a revision and found synovium inflamed which was consistent with the recurrent effusions and stress shielding behind the tibial and femoral components. A complete synovectomy was performed, inflamed hypertrophic scar tissue was excised, and all implants, except the patella, were revised without complication. Male, 65)." The primary surgery and the revision surgery occurred 1.4 years apart. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The revision surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The findings did not lead to a firm conclusion since the DHR could not be reviewed at the time of this investigation. The surgeon performed the procedure to remedy the patient's condition. No further action is deemed necessary. The device history record was not found among djo and available zimmer biomet records. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to pain and recurrent effusions since the initial surgery. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical.